Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that prior to an unknown procedure, the lot number on the label could not be clearly identified. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.